Event description:
Related manufacturer reference number: 2017865-2021-30126. It was reported that the patient presented in clinic. Device interrogation revealed that the pacemaker was post paced t-wave oversensing and the right ventricular lead was oversensing noise. Programming changes were unable to resolve the issue. The patient is pacemaker dependent and was experiencing ventricular tachycardia, which was unrelated to the oversensing. The issue was alleviated with programming changes. Noise was still observed along with decreased sensitivity and increased capture thresholds. The patient was in the emergency room due to tachycardia and was being evaluated for lead revision and device upgrade.